Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the product ui600 displayed the error message "cycle safe." As a result, insufflation stopped and the touchscreen on the unit became unresponsive. The system had to be shut down and rebooted, and an alternative tubing set was used in order to complete the surgery. Procedure completed with less than 15 mins delay. No negative impact in state of health reported.